Event description:
In 2006, nellcor puritan bennett received a report where it was claimed that the cuff on a msctp custom tracheostomy tube would not inflate correctly during use on a pt. The caller reported that this occurred in the or.